Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the hemopro 2 kit was opened, it was observed that the metal on the inside of the jaw (heater wire) was bent sideways. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The hemopro 2 device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the heater wire was detached and bent from the tip of the hot jaw. The heater wire appeared physically damaged and was mangled. While we were unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the eval results, the reported complaint was confirmed for the dislodged heater wire. A lot history record review was completed for the reported problem lot number. There was no nonconformance recorded in the lot history. (B)(4).